Event description:
The customer contact reported a leak. On an unspecified date, it was reported that an unspecified volume of solution leaked. The location of the leak was described as on the tube closed to the filter. No specific details were provided. No information was provided if the leak occurred during or prior to patient use; however, there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.